Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) and one unk zimmer abutment were not returned for investigation. The customer noted the implant would be put to sleep as another implant would be placed in a different site. Since the products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Device history review (DHR) review was completed for the subject lot number (62883726). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62883726) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported events could not be verified for both reported devices.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k013227.

Event description:
The hexagonal box of the abutment fractured and so did the neck of the implant placed at tooth site 19. The implant is almost completely osseointegrated, doctor does not want to explant the implant, but rather put it to sleep. A new implant will be placed in a different site.